Event description:
It was reported that customer experienced cgm error 42 while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset steps, and error did not reappear; customer was then advised to wait 20 minutes before starting new sensor session, which customer understood and acknowledged.